Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. No "down button going off on its own with numbers scrolling" noted during testing. The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip, reservoir tube window, case window display corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer reported that the up and down buttons were not working properly. The customer reported that the numbers were ramping on their own and the scroll bar was moving without input from her. The customer's blood glucose was 47 mg/dl at the time of incident. The customer's blood glucose was 489 mg/dl at the time of call. The customer stated that she treated the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.